Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller not alarming during the no external power events was not confirmed. The system controller was not returned for analysis; however, the log file was submitted for analysis. The submitted log file contained data spanning approximately 10 days (05mar2021 ¿ 15mar2021 per the timestamp). The log file captured atypical power cable disconnect along with no external power alarm active on 09mar2021 at 21:10:57 due to a dual power cable disconnect. During this time, both power leads to the controller were disconnected from external power causing the alarm. The alarm resolved when the power leads to the controller were re-connected to external power and the rsoc and bus voltages were restored to their expected threshold voltages. The log file did not indicate an issue with the system controller not alarming properly. Provided information stated the patient also denies any alarms at home. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: hsc-087749) was manufactured in accordance with manufacturing and qa specifications. The system controller, (B)(6) , was shipped to the customer on 19jan2021. Heartmate iii patient handbook section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ and heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ address how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's mobile power unit (mpu) had a no external power alarm on (B)(6) 2021. This was a transient disruption to power, likely caused by a power source change where patient disconnected both power leads from controller. The controller did not alarm from the double power cable disconnect from mpu cable to system controller power cables. Related manufacturer report number # 2916596-2021-01480.